Manufacturer narrative:
(B)(4). Medical product - oxford pks cocr size a rm std, item 154719, lot 944630 therapy date - unknown medical product - oxf anat brg rt sm size 7 PMA, item 159572 lot 081140 therapy date - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00160 and 3002806535-2018-00161.

Event description:
It was reported that the patient was revised due to unknown reason

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.